Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer while using the vela ventilator; the device displays transducer fault alarms. The customer reported the exhalation dp zero value was out of range. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient use. The customer reported there is no patient consequence associated with the event.